Event description:
A report received from turkey stated an 840 ventilator experienced a device alert which rendered the machine inoperative. There was no report of pt involvement at the time of the event.

Manufacturer narrative:
This report is currently being investigated. As add'l info is obtained, a supplemental report will be issued. (B)(4).